Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was alarming with button pressed for more than 3 minutes. The customer's blood glucose level was unknown at the time of the incident. The customer was asleep and the insulin pump woke them up alarming with button pressed for 3 minutes. The customer stated that they did not press a button down for 3 minutes or longer. The customer was advised to revert to backup plan as per the healthcare professional¿s instructions. The device will not be returned for analysis.